Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 10th distal stent strut row was noted to be lifted and pulled in a proximal direction. Stent struts from the mid-section stent strut rows are noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Mid-section stent damage most likely occurred during withdrawal attempts whilst distal stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kinked corewire and outer shaft polymer extrusion region at 10.3 cm distal from the distal end of midshaft bond. This type of damage most likely occurred due to excessive force that could have been applied to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31may2019. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in a coronary artery. A 32mm x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.